Event description:
The pt underwent open colorectal surgery due to colon cancer and closure of colostomy. Colorectal anastomosis was performed with the car. The ring was not expelled out. The pt got diarrhea, therefore, the surgeon decided, after two months, to do colonoscopy. Ingrown ring was indicated. The surgeon cut the ring out of the colonic wall.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and the event is still investigated. In thousands procedures performed with the device, the ring found to be retained only in very few cases. The company's general recommendation in such cases is to have the ring removed, as done in this case.